Event description:
An abstract from reports that 24 restenotic lesions were observed in 22 pts that received a cypher stent. Info regarding additional treatment is not reported in the abstract. This complaint captures one of the cases with restenosis.

Manufacturer narrative:
This device crs xxxx (lot unk) is distributed outside the united states; however, it is similar to the united states product cxs xxxx. The product remains implanted in the pt and is not available for analysis.